Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that at the end of july 2015, the patient suddenly heard very annoying whistles with the device. Afterwards, the patient lost access to sound with the device. The patient underwent re-implantation on (B)(6) 2015.

Manufacturer narrative:
Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
It was reported that at the end of (B)(6) 2015, the patient suddenly heard very annoying whistles with the device. Afterwards, the patient lost access to sound with the device. The patient underwent re-implantation on (B)(6) 2015.